Event description:
It was reported that during the activation of an artificial urinary sphincter (aus), six weeks after implant, the patient still experienced urinary incontinence. Computed tomography (CT) images were taken and they revealed the pressure regulating balloon (prb) was not full. A surgical procedure was performed in which the existing balloon was removed and replaced. There were no patient complications related to the event.